Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "device goes into alarm after approximately 1 minute after starting infusion" issue was confirmed and reproduced during product evaluation. The assignable cause was a defective motor. The motor was replaced in order to fix the reported condition. Additional information: a service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump.

Event description:
The facility representative contacted baxter to report an infusor pump in which the device goes into alarm after approximately 1 minute after starting infusion. There was no adverse event, patient injury or medical intervention associated with this report. The event occurred in anesthesia at an unknown process step. There is no further complaint information available.